Manufacturer narrative:
Product complaint#: (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. What is the status of the surgeon injury today? The hcp has no new complaints and states the wound is healed. The first assistant that this happened to states that her wound is fully healed with no lingering issues. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? The hcp has been using this product for 15+ years and says that she did not do anything out of the ordinary to the ampoule to break it to start to use the product- no extra force and no crushing it repeatedly. She states that her attempts to break the ampoules were no different that any other time she has done it over the last 15 years. Was the ampoule crushed repeatedly? No. Can you identify the lot number of the product that was used? The packaging was thrown away but the staff believes it was lot number qcbalr based on the box that was open in the central core where they pick the dermabond advanced for the cases that day. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Yes.

Event description:
It was reported a patient underwent a laparoscopic sleeve gastrectomy on (B)(6) 2020 and topical skin adhesive was used. During use, the surgical first assist was finishing closing a laparoscopic port site and she squeezed the distal end of the product and a piece of glass from the ampule came through the outer plastic and poked through her gloves and into her left index finger. The injury site was approximately the same as a small needle poke and bled very little if any. The employee states that she is fine and denies any follow up treatment/evaluation or concern for testing. No harm was caused to the patient.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 9/16/2020. H3 evaluation: during evaluation process the applicator shows a crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area, that the sample reveals a piercing. All the components of the applicator are present and appropriately assembled. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. A manufacturing record evaluation was performed for the finished device batch qcbalr, dnx12 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.